Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient experienced peritonitis manifested by cloudy effluent and abdomen pain. On the same day, the patient was hospitalized for the event. The cause of peritonitis was not reported. The treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). It was reported that the patient did not respond to an unspecified treatment. The patient's peritoneal dialysis catheter was removed. The patient had not recovered at the time of this report.